Manufacturer narrative:
Correction b5, d10, d4 (lot # and UDI #): (information omitted on initial report). B5: remove: ¿and pembrolizumab¿. Leave: the set was used with paclitaxel. D10: concomitant product: remove: pembrolizumab (keytruda), therapy date. 02/01/2023 additional information was added to d4 (expiration date), h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set was leaking from the connection of the set tubing and the bottom of the drip chamber. The set was used with paclitaxel and pembrolizumab. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.